Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx vision stent delivery system (sds) revealed that the stent implant was loose on the balloon. The first three rows of the proximal end of the stent implant were mangled. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was peeling on the proximal end of the balloon at the proximal balloon seal for a length of 4 mm. There was peeling on the distal end of the balloon at the distal seal for a length of 2 mm. The tip length was measured and met manufacturing criteria. The proximal and middle stent outer diameters could not be measured due to the damage noted. The distal stent outer diameters were outside of the accepted manufacturing specification, however, because stent outer diameter is verified 100% at the time of manufacture and units in this lot were all within the required specification, this over-sizing most likely occurred at the time of movement as it is expected that the stent would expand during travel over the balloon shoulders. Considering the damaged and loose stent and also balloon peeling were not reported with the case details, it is possible the damage occurred during the procedure or packaging/handling for return to abbott vascular for analysis. Interaction with the lesion/anatomy during the attempt to cross the heavily calcified lesion may have resulted in interaction with the stent implant causing damage and loosening the stent on the balloon contributing to the noted balloon peeling; however this could not be confirmed. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent and balloon damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The inability to cross a lesion can be affected by numerous factors including, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique and accessory device support. In this case, it is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. The reported inability to advance appears to be related to the operational context of the procedure; however, a conclusive cause for the noted damage and loose stent and noted balloon peeling could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.

Event description:
It was reported that the rx vision stent delivery system (sds) would not cross. A voyager 2.5 x 12 mm crossed. No significant delay in the procedure was reported. There were no patient effects reported. No additional information was provided. This event is being reported based on the lab analysis which revealed a loose stent and balloon peeling.